Event description:
The facility returned the device for service. During product evaluation the pump's batteries were found to be depleted. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary: the reported condition of depleted batteries was confirmed. Inspection of the device found that the main batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.